Manufacturer narrative:
During technical onsite visit the field service engineer (fse) completed daily vacuum test. No problem found. No technical root cause was identified as the product was found to be within specifications. According to the follow up information the possible root cause is a movement of the patient eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported suction loss in one eye during laser treatment. Additional information received states the suction loss occurred at the very end of the side cut and the laser still showed green. The patient squeezed a little. The surgeon was able to use a blade to lift a small portion of the flap that did not complete. The patient is doing well at the one day postoperative visit.